Event description:
The cuff came off. The rep is not sure how this happened, she can see where the cuff should be and the cuff is still in 1 piece on the catheter. No other info was provided.

Manufacturer narrative:
The complaint was confirmed. The surecuff detached from the d/l tubing. The complainant did not specify the duration of implantation or if the cuff detached during removal. It appears that the surecuff had been properly adhered to the d/l tubing. No apparent mfg defects were noted on the catheter. The exact cause of the complaint is unk.